Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4): 08/2011. Electrode belt (B)(4): 01/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient's nurse contacted zoll customer support to report that the pt was treated. The lifevest delivered a treatment at 01:27:48 on (B)(6) 2014. The rhythm at the time of the treatment was svt (194 bpm). Svt contributed to the false detection. The response buttons were not used prior to the treatment. The pt was admitted to the hosp.